Manufacturer narrative:
The device was received for evaluation. The sample was returned dry, unused, in an open pouch, and with the original cap attached to the connector. A visual inspection with the naked eye noted a black, embedded particulate matter (pm) inside the fluid pathway. The pm was of intrinsic origin and was partially encapsulated. The cause of the condition was related to a pin buildup during the manufacturing extrusion process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice automated pd set with cassette, particulate matter was found in the patient line tubing. There was no patient involvement. No additional information is available.